Manufacturer narrative:
The insulin pump had cracked reservoir tube lip, cracked battery tube threads and scratched display window noted during visual inspection. No button response due to open connector on lcd board. The insulin pump was unable to perform prime, displacement, basic occlusion, occlusion, and excessive no delivery alarm test due to keypad anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they had air bubbles. The customer's blood glucose was 600 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injections. The customer stated that they experienced nausea and headache. The customer stated that there were no air bubbles and leaks found at the time of call. The customer performed high pressure test and the insulin pump passed. The insulin pump will be returned for analysis.